Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The initial MDR was submitted in error. The narrative summary was updated, removed rfr g006 and added harm code 2364 with t009 with this report. The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021, and also reported that they had diabetic ketoacidosis, which was treated with hospitalization. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose, such as nausea and not feeling well,. The customer was treated with an insulin pump and a manual injection. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer stated that the auto-mode feature was not active during a high blood glucose event. The insulin pump had an insulin flow block alarm. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was over 600 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Infusion set cannula was bent. Insulin pump had insulin flow block alarm. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.